Event description:
An external filter blood leak occurred after 14 hours of extended cvvhd treatment. The reporter stated there were no alarms or indication of increased pressures prior to the leak. Clinical personnel indicated that it was possible that the filter may have been dropped or damaged. No medical intervention was required for the approximately 200cc blood loss associated with this event.

Manufacturer narrative:
The returned filter was examined and a small crack on the side of the filter housing header cap was identified. The exact cause of the crack which resulted in an external blood leak after 14 hours of treatment cannot be determined. The user guide warns not to tap the filter against a hard surface. The cycler serial number was not recorded so a log file is not available to analyze the treatment data. Device lot history indicated that all filters passed the dynamic stress test, as well as 100% integrity test prior to release. No other similar defects have been identified for this lot of filters. This appears to be an isolated event. Nxtage medical considers this report closed. No additional information will be provided.